Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend reports. Upon review, ts noted there to be a gradual increase in shock impedances that measured to be greater than 125 ohms. Ts recommended for the rv lead to be replaced. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend reports. Upon review, ts noted there to be a gradual increase in shock impedances that measured to be greater than 125 ohms. Ts recommended for the rv lead to be replaced. Subsequently, during a follow up visit, the rv lead was evaluated. The physician is considering a replacement procedure, however at this time, will continue with monitoring. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend reports. Upon review, ts noted there to be a gradual increase in shock impedances that measured to be greater than 125 ohms. Ts recommended for the rv lead to be replaced. Subsequently, during a follow up visit, the rv lead was evaluated. The physician is considering a replacement procedure, however at this time, will continue with monitoring. At this time, this rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a lead revision procedure was performed. This right ventricular (rv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.